Event description:
It was reported by the customer reported that after implantation, cracks or tears were observed on two separate preloaded multifocal intraocular lenses (iols), model drn00v. Both lenses were explanted and replaced with a third lens of the same model and diopter (drn00v), which showed no signs of scratch. The original lenses were discarded; however, the customer provided an attached whiteboard illustration to represent what he noticed on the optic. This report captures one lens. Another report will capture the other lens. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section e1: (first name): unknown/not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.